Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30-40 degrees. It was noted the clip remained stable on the leaflets. An additional clip was deployed laterally, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (clip open ¿ locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic video and one (1) echocardiographic video were provided. In the fluoro video, one fully deployed clip (reported device) and an sgc can be visualized; there is no cds in view indicating the video was taken post deployment of the first clip, prior to insertion of the second cds. The clip is angulated relative to the fluoro view. The clip arm angle appears to be ~45°; this is an estimation based on visual assessment with the naked eye and is not confirmed. Th echo video provides a 3d en face view (atrial view looking down at the valve), in which a single clip (reported device) has been deployed on the valve, with no cds in view. This indicates the video was taken post deployment of the first clip, prior to insertion of the second cds. The video provides a relatively clear view of the clip and in which the tip of both clip arms can be approximated, with a noticeable gap in between them. A gap in between the tips of the clip arms indicate a potential arm angle > 20°, and aligns with the fluoro video provided. Both videos provided were taken post deployment of the first clip (reported device); there were no cine of the reported clip pre deployment or during deployment maneuvers. While it cannot be confirmed when or by how much the first clip opened during deployment based on the cine provided, it is apparent that the first clip is opened beyond the fully closed position (~10 - 20 degrees) per the instructions for use.¿